Event description:
It was reported the programmer had an intermittent display. The programmer was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device powered up consistently with no display issues. Programmer was left on for one day and display never changed. Keyboard connector test failure during functional testing the first time, but the programmer was ran again on two testers and it passed functional testing.